Event description:
There was no device failure or malfunction reported. This pt was undergoing an aortic valve repair procedure. The pt had 3 pacing wires chronically placed in the right atrium. The assisting surgeon passed the endovenous drainage cannula guidewire into the right femoral vein and advanced it towards the right atrium under transesophageal echocardiographic guidance. The wire was not visualized within the superior vena cava. Fluoroscopy was not utilized. The endovenus drainage cannula assembly was then advanced, but the inner and outer introducers were not passed together. The inner introducer exited the left atrial wall, causing significant hemorrhage. A stemotomy was performed, cannulas were placed centrally, and the pt was placed on cardiopulmonary bypass. The atrial injury was repaired and the aortic valve repair was completed. The pt recovered fully and was discharged on the 6th postoperative day. The surgeon stated that the injury was caused by improper technique while inserting the cannula. Surgeon believes that the pacing wires directed the cannula introducers towards the septum. The inner introducer pierced the fossa ovalis and then continued on through the left atrial wall.